Event description:
A 26 diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent gaft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. Vessel morphology is reported to be severely angulated aortic neck. It was reported that approximately 20 months post stentgraft implantation an aortic cuff was implanted due to the migration of the stent graft. It was reported that approximately 23 months post initial stent graft implant the stent graft had migrated resulting in a type I endoleak. The physician elected to remove the stent graft system due to the severe angulation of the aortic neck and disease progression. The pt was surgically converted to a conventional stent graft. The explanted stent graft was retained by the user facility for approximately 32 months post removal of the stent graft. No additional clinical sequelae were reported and the pt is fine.